Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed a review of the event history log (ehl) revealed 'downstream occlusion alarm' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor was lifted and peeling. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.